Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that was larger than the inner diameter of the air/water nozzle entering into the air/water channel and causing a clog. It was not possible to further presume the cause of the foreign material entering into the channel since detailed information on handling of the device could not be obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(6) medicine clinic. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The electrical connector has discoloration due to water leakage and water invasion into the device. Scratches were found on the device, the insertion tube was deformed, due to the wear of angle wire, the bending angle in up direction does not meet the standard value. The adhesive on the bending section cover was reached and parts were white and cloudy. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, there were air/water flow issues on the evis lucera colonovideoscope. During the inspection of testing of the returned device, the nozzle was found to be clogged with debris. Per the customer, the device was cleaned prior to requesting the repair, the user facility cannot tell when a debris adheres to the scope and it was possible that the scope was used on a patient while the debris was attached. There was no delay in the precleaning, the customer supplied water to the nozzle, the scope was emerged into the cleaning solution, the nozzle was not wiped with gauze, brush or a sponge and the customer flushed fluid through the nozzle. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.